Manufacturer narrative:
Results: the neuron max was fractured approximately 3.0 cm from the hub. The neuron max was kinked approximately 16.0, 19.0, 40.0 cm from the hub. Conclusions: evaluation of the device revealed the neuron max was fractured near the hub. This damage was likely a result of forcefully manipulating the catheter at extreme angles upon removal from the packaging. Further evaluation revealed the catheter was kinked in multiple locations. This damage was likely incidental and is likely a result of the returned packaging condition. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, a neuron max 6f 088 long sheath (neuron max) became fractured at the transition zone (from the blue to the yellow part) while being removed from its packaging. The neuron max broke prior to use and therefore, it was not used in the procedure. The procedure was completed using another neuron max.